Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: during testing, evidence of contamination was found under the up arrow, down arrow, and contrast key contacts. The keypad cover was worn, which has no effect on insulin delivery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under key contacts. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.